Event description:
It was reported that a patient was experiencing an increase in seizures and would be referred for generator revision surgery. Follow up with the patient's neurologist revealed that the increase in seizures was related to vns, but the relationship was not clear. The relationship of increase of pre-implant levels is unk. The patient's aeds were adjusted, but it was not clear on whether or not this was to preclude a serious injury. The patient underwent generator revision surgery in which the generator was replaced prophylactically. Attempts to obtain the explanted generator are currently being made.